Event description:
It was reported that this implantable lead was part of the system revision due to infection. No adverse patient effects were reported. The implantable lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of event; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient code; and h11: additional MFR narrative.

Event description:
It was reported that this implantable lead was part of the system revision due to infection. No adverse patient effects were reported. The implantable lead was explanted. Additional information indicated that the field representative confirmed the patient also had sepsis. Furthermore, the patient passed away. No additional adverse patient effects were reported. The implantable lead was explanted.

Manufacturer narrative:
Correction: please find corrected sections b2, f10, h1.

Event description:
It was reported that the patient with this pacemaker exhibited infection. A revision was performed and the pacemaker along with implantable leads were explanted. Additional information indicated that the field representative confirmed the patient also had sepsis. Furthermore, the patient passed away due to the event. No additional information was reported. The pacemaker will not be returned.